Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/13/2025, that on (B)(6)2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2025. Date of event is an approximation. The patient was traveling in australia at the time of the event. On (B)(6)2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, drainage and infection extended beyond the patch perimeter, which occurred 4 day after the sensor had been inserted in the arm. The patient went to the emergency department (ed) and there they prescribed oral antibiotic flucloxacillin. At the time of the report the patient was fine. No additional event or patient information is available.